Event description:
Additional information was received from the patient who again reported that the pump had migrated over 6 inches since implant and she was afraid of the catheter being pulled out. The patient¿s boyfriend reported that the patient¿s leg was going numb and the ¿MRI people can¿t figure out what it is¿. They had discussed the patient¿s issues with the patient¿s current hcp (healthcare provider) but didn¿t feel they were getting anywhere. The patient was requesting assistance with finding another hcp. At the time of the report, the pump was delivering bupivacaine at 1.0889 mg/day and morphine at 3.630 mg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump was loose in the pocket. The patient's weight was (B)(6). It was noted the pump was within 2 to 3 inches of the right lower quadrant (rlq) (abdominal area) where it has been since 2018. It was noted that the pump was loose in the pocket and had not migrated. It was stated that due to the large abdomen and the patient's history of "twiddling pump" the patient has been accessed one time under fluoroscopy since (B)(6) 2018. It was noted the pump was only flipped once in (B)(6) 2018 only. It was noted that the patient denies twiddler's syndrome, but it is suspected for movement. It was noted that the patient will be monitored at the next visit. The patient has no signs of withdrawal and pain was controlled at same level times one year. Due to decreased oral pain prescription, the patients quit using their ptm in 2015 and has been resumed. The patient was requesting the ptm be stopped as the patient prefers oral prescriptions. The physician was to continue to work with patient to manager their pain. It was stated that the pump is always evaluated at each refill and follow up with physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and bupivacaine (concentrations and doses unknown) via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the patient did not know the dose/concentration but ¿its not a very high dosage, but he was going to increase it.¿ it was reported the pump "has migrated down 6 inches over the past three years" and the doctor that installed was not the doctor that the patient sees now. It was noted it took "two nurses and they had to do it under an x-ray in order to fill it because its migrated". The pump had been migrating since 2018 (specific date not reported), and "its slowly migrated and now it was down by my belly button." It was noted the healthcare provider (hcp) was going to wait until pump replacement and was not going to do anything about the migration right now. The patient was redirected to the hcp and patient symptoms were not reported. No further patient complications have been reported as a result of this event.